Manufacturer narrative:
Device evaluation summary: electrode belt sn: (B)(4) was not returned for the event investigation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. On (B)(6) 2009 a zoll patient service representative contacted zoll customer support to report that a (B)(6) year old female patient had a yeast infection that developed under her breasts. Customer support followed up with the patient who reported the irritation was only under the front therapy electrode (te) pad of the electrode belt and that it appeared to be a red prickly heat rash. On (B)(6) 2009, customer support followed up with the patient's mother who stated the patient still had the rash and that the patient had this before and the doctor prescribed a cream. The clinical outcome of the skin irritation is unknown.